Event description:
Upon withdrawing the stylet, the needle failed to shield correctly, and caused a needle stick injury to another clinician holding the pt's arm. The clinician was stuck in the lower left arm.

Manufacturer narrative:
Conclusions - we were unable to fully investigate the incident as the sample was not returned for analysis.